Manufacturer narrative:
Note regarding d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a pentaray nav high-density mapping eco catheter and the patient experienced cardiac tamponade. A cardiac tamponade was noticed with the soundstar intracardiac echo catheter. His was noted when mapping in the left atrium with the pentaray catheter. No ablation had been done in the heart. No medical intervention was provided and the patient was observed for approximately 40 minutes. The patient was reported to be in stable condition and the patient was now under continued observation. No pfa (pulse field ablation) catheter was used in this case.